Manufacturer narrative:
New information added on fields: d8, d9, h3, h4, and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is most likely that errors e03 (pressure sensor error), and e05 (back-up data error) occurred due to faulty printed circuit board. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflation unit had an error 05. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.